Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history and the device fan was noisy. The probable cause of the customer reported s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and the fan was noisy. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.